Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The target lesion was located in the left main coronary artery and left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. Prior to the procedure, the ivus catheter was connected and recognized by the ilab system; however, no image was displayed during testing. As a result of this event, the procedure was not completed. No patient complications were reported.